Event description:
On (B)(6) 2013 (B)(4) (con) it was reported that the patient's that since the implantable neurostimulator (ins) was recovered from a power-on-reset (por) condition, the patient felt a 'pounding' (not a vibration) sensation going down their right leg. It was noted that while the patient was lying down and charging, the ins turned itself on (when the battery was charge to ¾ full). The patient stated that they did not turn the device on themselves. It was determined through the use of the recharger that the ins was off. The patient was advised to meet with their physician because they felt stimulation event though the device was off. On (B)(6) 2013 (B)(4) (con): additional information received reported that the other night the patient's ins 'came on automatically' and could not shut it off. The patient met with the manufacturer's representative and was informed that the ins needed to be replaced. The patient also experienced a loss of therapeutic effect and that it did 'not worked period.' It was noted that the patient had not charged the device in over a month as they had been under pressure with family issues. The patient was unable to turn the ins on and it was currently reported as off. The patient desired to find a new physician to replace the device.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).